Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. The device could not be interrogated. There were no tones. Analysis found the case to be non-hermetic due to a crack in the stress concentrated region of the header. The event is now in CAPA-00006638 emblem cracked case. No further analysis was done.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this device could not be interrogated. Two different programmers were tried without success. A magnet was applied but no tones were heard. The patient recently had a CT scan. Technical services recommended explant. The device was explanted. There were no additional adverse patient effects.

Event description:
It was reported that this device could not be interrogated. Two different programmers were tried without success. A magnet was applied but no tones were heard. The patient recently had a CT scan. Technical services recommended explant. There were no adverse patient effects. The device remains implanted

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device could not be interrogated. Two different programmers were tried without success. A magnet was applied but no tones were heard. The patient recently had a CT scan. Technical services recommended explant. There were no adverse patient effects. The device remains implanted.